Manufacturer narrative:
The reported event was confirmed by the service technician. During the visual inspection it was found out that the screw that keeps the select button on place was missing and the select button was detached from the device.

Event description:
It was reported that during a surgical procedure at the healthcare facility, a screw disassembled from the instrument tracker. On a postoperative x-ray no part of the screw was detected in the patient's body. The procedure was completed successfully without a delay; no adverse consequences were reported.

Manufacturer narrative:
The device has not been received for evaluation at this time.

Event description:
It was reported that during a surgical procedure at the healthcare facility, a screw disassembled from the instrument tracker. On a postoperative x-ray no part of the screw was detected in the patient¿s body. The procedure was completed successfully without a delay; no adverse consequences were reported.